Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age and weight provided by abbott affiliate. Date of implant unknown and estimated as (B)(6) 2013. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of restenosis, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use, is a known patient effect that may be associated with the used of the device. It was reported the xience xpedition stent was used in a saphenous vein graft. It should be noted the indications section of the IFU states: the xience xpedition stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience xpedition stent have not been established for subject populations with lesions located in saphenous vein grafts. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown xience xpedition stent, placed within the past year, in a saphenous to circumflex (cx) graft, had re-stenosed. The patient was admitted to the hospital and another stent was placed as treatment. The patient was complaint with dapt therapy, aspirin/plavix. There was no additional information provided.